Manufacturer narrative:
Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface. This was discovered after patient contact. No patient injury and/or complications were reported.

Manufacturer narrative:
Additional information: the product was received however, the contents were received loose within package and individual product components could not be associated with their corresponding lot numbers, complaint events, or complaint files. Product evaluation cannot be performed. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.